Manufacturer narrative:
Findings: no button error alarm. Intermittent button response due to moisture damage keypad trace. Scratched lcd window, cracked display window corners, cracked reservoir tube lip. (B)(4).

Event description:
A customer reported via phone call indicating that their insulin pump alarmed button error after being exposed to moisture. The customer's blood glucose level was 103 mg/dl at the time of the incident. The customer stated that they were wearing their device in their bra. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.